Manufacturer narrative:
Concomitant medical products: 419488 lead, implanted: (B)(6) 2011, 694758 lead, implanted: (B)(6) 2011, dtba1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent atrial undersensing during atrial arrhythmias on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.